Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a. Section d references the main component of the system. Other components include: 9735762, sw version: 2.1.0]" (h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon encountered an alleged inaccuracy while in surgery. The surgeon drilled pilot hole on right the l4 using drill but found the hole was off plan when confirming using thoracic probe. According to the surgeon, the drill was accurate everywhere else. There were no reported accuracy issues with other instruments. The manufacturing representative (rep) confirmed the drill bit used matched one listed in instruments tab, drill geometry error was within bounds, site was using medtronic spheres, and the spheres were seated and clean. There was no patient impact and no delay.